Manufacturer narrative:
The exact date of event was requested, but remains unknown, therefore (B)(6) 2018 is used as the date of event since the occlusion was reported to have occurred six months following implant.

Manufacturer narrative:
D.6. Updatede.1. Updated

Manufacturer narrative:
The lot number was requested, but is not available, therefore a review of the manufacturing records for the device could not be conducted.

Event description:
The following information was reported to gore by a patient: on (B)(6) 2018 a patient underwent an aorto-celiac bypass with a gore device that has a propaten element to it. The bypass was between the celiac plexus and the liver. Six months later the device was found to be occluded.